Event description:
Per the incident report "the slide lock mechanism on the heartmate 3 blood pump became stuck in a manner that required damaging the mechanism to disengage the pump from the ventricle. This malfunction left the pump and apical sewing ring unfit for use and these items were explanted along with the accompanying outflow graft, modular cable and system controller." Heartmate 3 blood pump mlp-009806 apical cuff assembly lot 20175304 sealed outflow graft lot 198364 vad modular cable lot 199197 system controller hsc-062544. A (B)(6) year old male with hf, destination therapy implant. While the patient did die post op day 2 it was not secondary to this slide lock mechanism.